Event description:
The lay user/patient contacted animas alleged that they were having an issue with the ok button. The patient mentioned that when they pressed the ok button one time, it will "skip twice- moving cursor to a different spot than desired." Patient mentioned that the alleged issue began approximately 2-3 months ago. The patient is still able to use the pump and able to accomplish the task.

Manufacturer narrative:
The pump was returned with the following findings: testing confirmed intermittent/sticking responses to button presses at the ok button. Confirmed sticking ok button is producing scrolling action. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Product analysis also noted that the display was faded and discolored upon start up and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Completed the testing with test display. No issues found.